Event description:
It was reported that log files were sent for review for a patient that arrived at the clinic with a damaged white power lead. The patient stated that they did not have any adverse issues or alarms that they noticed. The system controller was changed out as a precaution and would be available for return if requested. Log file review captured routine events, and there were no adverse alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: incidental findings: contamination from debris in the speakers. The reported event of a damaged white power lead was confirmed via evaluation. The heartmate 3 system controller (serial number (B)(6) was returned for analysis. Visual inspection of the controller revealed a tear in the white power cable showing underlying wires. The controller was functionally tested and found to perform as intended despite the observed damage. The controller supported pump function without issue for an extended period of time. The layers of the white power cable were removed at the area of the damage. No damage to the underlying wires was found. The submitted and downloaded log files were reviewed, and no atypical alarms or events were observed. The pump maintained a speed within the expected range without issue while the driveline was connected. The root cause for the damage was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. The heartmate 3 patient handbook section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Heartmate 3 patient handbook section 10 and heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.